Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of a memory verification failure was detected. This condition has a potential for patient harm. Visual inspection noted no abnormalities. A review of the system logs showed evidence of a memory verification failure. Analysis of system logs showed evidence of a memory verification failure in the logs. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when the devices were loaded onto each other, the error message of the handle was shown. There was no patient involvement.